Manufacturer narrative:
(B)(4). Concomitant products: guide wire: radifocus; sheath: 7-french 11cm. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that during treatment of a 100mm long concentric lesion in a heavy calcified and mildly tortuous 75% stenosed external iliac artery, during pre-dilatation with an armada 35 8x40mm balloon dilatation catheter (bdc), the balloon ruptured during the first inflation of thirty seconds at 9 atmospheres. Pre-dilatation was completed using an armada 35 7.0x40mm bdc or a non-abbott balloon dilatation catheter. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).